Event description:
It was reported that this right atrial (ra) lead was exhibiting a high pacing threshold. This ra lead was explanted and replaced with the same model. No additional adverse patient effects were reported.